Event description:
A (B)(6) male having a esophagogastroduodenoscopy (egd) done following a endoscopic mucosal resection. Two (2) endoclips were deployed and a small metal piece noted to have come off one of the clips. Small metal piece was retrieved with no adverse outcome.